Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the claws were stuck in the open position and would not close despite set home in the maintenance screen of the instrument. Fse observed that dirt build-up overtime caused the module from moving. Fse replaced the test cup, performed the adjustments, and set home. As a result, the error cleared. Fse then ran daily check and upgraded the software version to 2.51. The aia-900 instrument was functioning as intended and the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages indicate that 4151 c.trans-z home detect error is generated when the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf (mechanical failure) flag will be attached to the measurement result. The solution is for the customer to contact tosoh local representatives and check s062 and pm061 for a possible malfunction. The most probable cause of the issue is due to a faulty test cup picking assembly.

Event description:
On (B)(6) 2018, a customer reported getting messages 4151 c.trans-z home detect error on the aia-900 instrument. The customer is unable to run patient samples for follicle stimulating hormone (fsh), progesterone (prog), beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), prolactin (prl) and estradiol (e2). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of fsh, prog, bhcg, lh ii, prl and e2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.